Event description:
A customer reported via phone call indicating that they found air bubbles the size of contact lenses in their reservoir compartment of their insulin pump. The patient's blood glucose level was at unknown. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer was unable to troubleshoot the issue due to a keypad anomaly on their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.